Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and the bard/davol device used to treat the patient. The patient's attorney did not allege any specific device failure and no medical records have not been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided at this time, no conclusions can be made between the bard/davol device used to treat the patient and any problem with the device. Should additional information be provided, a supplemental emdr will be submitted. This emdr represents the bard/davol bard flat mesh (device 1); the patient's attorney made no allegation related to the bard/davol perfix plug. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2007 and (B)(6) 2010 the patient underwent surgery for implant of an unspecified bard/davol bard flat mesh (device 1) and/or an unspecified bard/davol perfix plug. On (B)(6) 2010 - the patient had unspecified injuries. The patient is only making a claim for an adverse patient outcome against the bard flat mesh (device 1). As reported, the patient's attorney alleges a general claim related to the bard flat mesh (device 1) "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained."

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and the bard/davol device used to treat the patient. The patient's attorney did not allege any specific device failure and no medical records have not been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided at this time, no conclusions can be made between the bard/davol device used to treat the patient and any problem with the device. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-feb-2007) is considered to be a best estimate. Updated fields: a2, b2, b4, b5, b7, d4 (product catalog no., corporate lot no., UDI no.), d6a (date of implant), g1, g3, g6, h2, h4, h6, h10. This supplemental emdr represents the bard/davol bard flat mesh (device 1); the patient's attorney made no allegation related to the bard/davol perfix plug. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2007 and (B)(6) 2010 the patient underwent surgery for implant of an unspecified bard/davol bard flat mesh (device 1) and/or an unspecified bard/davol perfix plug. (B)(6) 2010 - the patient had unspecified injuries. The patient is only making a claim for an adverse patient outcome against the bard flat mesh (device 1). As reported, the patient's attorney alleges a general claim related to the bard flat mesh (device 1) "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained." Addendum per additional information provided: (B)(6) 2007 - patient was diagnosed with right inguinal hernia thereby underwent laparoscopic repair with implant of bard flat mesh (device 1). Per op notes, ¿an indirect hernia defect was noted and excised. A bard flat mesh (device 1) was placed and sutured.¿ (B)(6) 2010 - patient was diagnosed with recurrent right inguinal hernia and pain thereby underwent open repair with implant of perfix plug (device 2). Per op notes, ¿the trapped ilioinguinal nerve branches were dissected and removed. The prior mesh (device 1) was noted and left in place. The hernia defect was noted and reduced. A perfix plug (device 2) was placed and sutured.¿